Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall the blood glucose reading. Customer insulin pump screen was white. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with blank white flashing screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unit also received with minor scratched lcd window, cracked keypad at select button and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.